Event description:
It was reported that a pt underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke when the surgeon took the suture out of the package. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00755. The same pt is represented in each medwatch.